Manufacturer narrative:
The clip has not been returned to the service center for evaluation. The exact cause of the reported event could not be determined. However, based on similar reported events related to the reported device, the operator¿s technique cannot be ruled out as a contributory factor. The instruction manual states ¿before use, prepare, and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage.¿

Event description:
The service center was informed that during a therapeutic colonoscopy procedure, after the nurse pulled back the yellow portion of device towards the handle, the clip extended and automatically detached itself from the coil sheath and fell into the patient with the spring attached to the clip arms. The arms of the released clip were noted to be open. The user facility reported that the distal portion of the clip¿s sheath was in the endoscopic view and the user had not pulled the sliding nod to release the clip. The open clip and its spring were retrieved using a roth net. The intended procedure was completed using another manufacturer's device. No other equipment was replaced during the procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information from the original equipment manufacturer (OEM). The OEM reported that the duplication test result of a past similar case indicates that depending on the production of the clip arm and the hook, the turning force applied with a clearance being large. This caused the joint between the clip arm and the hook to detach. As a result the clip detached from the hook. All products undergo 100% inspection prior to shipment. There is a possibility that a turning force applied to the device during transportation. However, the exact cause of the problem could not be conclusively identified. The device history record for the production lot number indicated no anomaly with the event-related device below.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and device lot number. Please the updates in sections: d4, d10, g4, g7, h2, h3, h6 and h10. The device was returned to the service center for evaluation. A visual inspection was performed on the received device and found that the clip is detached from the device. The distal end was further inspected and noted that the clip arms and spring was returned but not the coil pipe. The coil retainer was inspected and there were no external damages noted. The insertion portion was inspected and found a dent on the top section of the distal end on the tube sheath. The slider was manipulated and the movement was consistent and smooth. The yellow tube joint was checked and no damages were found. Based on the evaluation, the exact cause for the clip detaching itself could not be determined. This is a known issue that the original equipment manufacturer (OEM) is aware off and the device will be sent to the OEM for further investigation the OEM performed a review of the DHR found no anomalies during the manufacturing of the subject device and lot number.